Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the severely calcified superficial femoral artery. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at nominal pressure for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.